Event description:
It was reported that during pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - us was selected for use. Sheath was prepped and inserted with versacross connect. Transseptal access was obtained without incident. Versacross connect was removed once sheath was in the left atrium, the physician attempted multiple times to then advance a non-boston scientific mapping catheter without effect. It was also noticed a fluid leak coming from the proximal valve. Replacement faradrive sheath was offered and accepted. No air in the patient. No patient complications were reported.